Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer is experiencing low blood glucose levels. It was reported that the insulin pump alarmed button error as well as battery out limit. Customer also stated that the insulin pump has an unresponsive keypad. Customer's blood glucose reading ranged between 47-187 mg/dl. Troubleshooting was done. Nothing further reported.